Event description:
It was reported that this right atrial (ra) lead had an alert for high out of range impedances. The device was recently changed out, and the lead was not revised at that time. The lead remains in-service, and all tones were turned off for out of range alerts. No adverse patient effects were reported.